Manufacturer narrative:
Correction: d4 - additional device information - serial number and primary unique device identification (UDI) number corrected the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005606. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: t00005606.

Event description:
It was reported that a recent x-ray showed that one of the patient's leads had fracture at the t12-l1 entry site. As a result, the patient was experiencing ineffective therapy. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating along with the fracture the patient's system diagnostics also recorded high impedances on the lead, and the patient was experiencing ineffective therapy. Surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was restored.